Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented') and device dislocation ('essure was not correctly placed on fallopian tubes (close to perforating her organs)') in a 47-year-old female patient who had essure (batch no. 664664) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (12 years-old) in 1986, multi gravida and parity 3. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("severe cramps under the belly post essure insertion"), lasting 1 day. In 2018, the patient experienced dysmenorrhoea ("heavy pain "during" menstrual flow"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("severe cramps under the belly, prick-like"), breast pain ("mastalgia"), abdominal distension ("abdominal distension"), localised oedema ("abdominal edema"), menorrhagia ("considerable and intense increase in menstrual flow, reaching up to 15 (fifteen) days in the menstrual period, including the presence of clots"), pain in extremity ("pain in her legs"), headache ("heavy headache"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling too much"), tremor ("tremors"), back pain ("pain in the lower back"), pelvic pain ("pain in the pelvic area"), uterine pain ("feeling of perforation in the uterus, stitches"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during sand after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain"), vaginal discharge ("strong odor from the vaginal fluid / increased vaginal discharge"), anxiety disorder ("anxiety disorder"), nervousness ("nervousness"), stress ("stress"), diarrhoea ("diarrhoea"), vulvovaginal pruritus ("vaginal itching") and device expulsion ("linear metallic material in pelvis in uterus topography"). The patient was treated with analgesics and diclofenac diethylamine (anti inflammatory). Essure treatment was not changed. At the time of the report, the device breakage, abdominal pain, breast pain, abdominal distension, localised oedema, menorrhagia, pain in extremity, headache, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety disorder, nervousness, stress, dysmenorrhoea, diarrhoea and vulvovaginal pruritus outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, localised oedema, loss of libido, menorrhagia, mood swings, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented') and device dislocation ('essure was not correctly placed on fallopian tubes (close to perforating her organs)') in a (B)(6) year-old female patient who had essure (batch no. 664664) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche ((B)(6) years-old) in 1986, multi gravida and parity 3. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("severe cramps under the belly post essure insertion"), lasting 1 day. In 2018, the patient experienced dysmenorrhoea ("heavy pain during menstrual flow"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("severe cramps under the belly, prick-like"), breast pain ("mastalgia"), abdominal distension ("abdominal distension"), localised oedema ("abdominal edema"), menorrhagia ("considerable and intense increase in menstrual flow, reaching up to 15 (fifteen) days in the menstrual period, including the presence of clots"), pain in extremity ("pain in her legs"), headache ("heavy headache"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling too much"), tremor ("tremors"), back pain ("pain in the lower back"), pelvic pain ("pain in the pelvic area"), uterine pain ("feeling of perforation in the uterus, stitches"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during sand after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain"), vaginal discharge ("strong odor from the vaginal fluid / increased vaginal discharge"), anxiety disorder ("anxiety disorder"), nervousness ("nervousness"), stress ("stress"), diarrhoea ("diarrhoea"), vulvovaginal pruritus ("vaginal itching") and device expulsion ("linear metallic material in pelvis in uterus topography"). The patient was treated with analgesics and diclofenac diethylamine (anti inflammatory). Essure treatment was not changed. At the time of the report, the device breakage, abdominal pain, breast pain, abdominal distension, localised oedema, menorrhagia, pain in extremity, headache, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety disorder, nervousness, stress, dysmenorrhoea, diarrhoea and vulvovaginal pruritus outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, localised oedema, loss of libido, menorrhagia, mood swings, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.